Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2010 the patient presented with following pre-op diagnosis: isthmic spondylolisthesis with foraminal stenosis. The patient underwent: anterior lumbar diskectomy and fusion, l5-s1. Anterior instrumentation of l5, s1. Anterior insertion of interbody device, l5-s1. As per op notes, foraminal bone spurs were taken off the posterior lateral corners of the vertebra at l5 and s1 bilaterally and it was found that the isthmic slip had reduced compared to the pre-operative imaging. Then the cage was filled with a small bmp sponge and then tamped into position under fluoroscopic guidance. Using an insertion guide, 4 screws, 2 at l5 and 2 at s1 were placed using an awl and screw inserter. Ap and lateral fluoroscopy confirmed good placement of the interbody cage. There were no patient complications. Patient alleges unspecified injury due to the use of rhbmp-2